Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized and diagnosed with an infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported while performing a home visit on (B)(6) 2023, the patient was found to be lethargic, feverish and his peritoneal effluent fluid was cloudy. The patient was sent to the hospital and admitted for peritonitis. Although the details of the patient¿s hospitalization are largely unknown, follow-up revealed the patient was treated with intravenous antibiotics (drugs, dosages, frequency, durations not provided) and was discharged in stable condition on (B)(6) 2023 (previously reported as (B)(6) 2023). Causality was attributed to the standard of care provided by the clinical staff during a recent rehabilitation stay (10-days) while away on vacation. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy without reported issue and is recovering.